Event description:
It was reported during insertion of the naviflex contralateral introducer into the artery, heavy scar tissue was encountered and the introducer folded up on itself, however, the physician was able to complete the procedure using the introducer. Upon removing the introducer, resistance was met; as the introducer was pulled, it began to unravel. A hemostat was placed on the artery to control bleeding and the patient underwent a surgical cutdown to remove the device. The patient was reported to be well.